Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Product code and lot #? What is the size of the surgicel snow that was used? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess/fever? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown open gyn oncologic procedure on an unknown date and an absorbable hemostat was used. The surgeon reported wadding the absorbable hemostat up and packing it into the pelvis and leaving it there. The patient presented with an abscess an unknown period of time following their procedure. For this patient a interventional radiologist drained the abscess. Additional information was requested.